Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate high voltage therapy was delivered due to oversensing. The lead had dislodged. The lead was explanted and replaced.